Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the distal end of the instrument shaft was broken. The articulation knob was in neutral position. It was reported that the black distal plastic cartridge support cap at the tip of the shaft of stapler fractured into multiple pieces and fell into the patient¿s cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler, (p5c1306). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic sleeve gastrectomy, when the surgeon grasped the handle during tissue compression and staple engagement of stomach resection, the black distal plastic cartridge support cap at the tip of the shaft of stapler fractured into multiple pieces and fell into the patient¿s cavity. Immediately after, the stapler reload dislodged from the stapler. Attempts to insert a new staple cartridge were unsuccessful and contraindicated due to the damaged shaft, rendering the device inoperable. A second handle from the same lot was opened, but the distal end-cap also fractured prior to firing. A third stapler handle was then successfully inserted through the trocar, attached to the original reload still grasping the tissue, and the stapleline was completed without further issue. All visible fragments from the broken end-caps were retrieved from the surgical site with a grasper. The procedure was extended for approximately 15 minutes due to the issues. The surgeon was able to complete the procedure with no harm to the patient.